Manufacturer narrative:
Concomitant product: d314drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency room after hearing an alert. Interrogation showed the impedance of the right ventricular (rv) lead had increased. Fracture was suspected. There were no good options for replacement and patient condition had resolved, therefore therapies were suspended and the lead was turned off. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.